Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing low blood glucose. Customer's blood glucose was 44 mg/dl. The customer has treated their blood glucose with juice. Customer was wearing the insulin pump at the time of the event. The customer also reported experiencing a low blood glucose event while driving. Customer also believed they experienced a stroke on (B)(6) 2015. Customer stated their blood glucose dropped to 31 mg/dl during this time. The customer stated they lost muscle control and was unable to speak. Customer attributed their low to high activity and not eating properly. No additional information provided.